Manufacturer narrative:
The report of tubing separation was confirmed during visual inspection of the received set. The separation was at the engagement between the tubing and the upper fitment. Further inspection of the separated tubing observed insufficient solvent and evidence that the tubing was not fully inserted into the upper fitment during assembly. Dimensional measurement confirmed the tubing to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing separated. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Additional information including patient's demographics requested, but was not received.

Event description:
It was reported that the tubing separated. Additional information requested, but was not provided.